Manufacturer narrative:
(B)(4). Complainant address: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03178. (B)(4) study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2015, the patient's qualifying conditions were stable angina and an abnormal stress test. Subsequently, coronary angiography was performed and the patient underwent an elective percutaneous coronary intervention (pci) on the same day. Target lesion #1 was a de novo lesion located in the proximal circumflex (cx) artery. It was a long lesion with a distal site at the proximal 2nd obtuse marginal (om) branch. There was 80% stenosis. It was 30mm long, with a reference vessel diameter of 2.50mm. There was severe calcification. Target lesion #1 was treated with pre-dilatation with a 2.25mm balloon at 8 atmospheres and insertion of a 2.50x32mm promus premier drug-eluting stent. Post-dilatation was performed with a 3.50mm balloon at 16 atmospheres. The residual stenosis was 0%. The patient did have reproducible chest pain and shortness of breath with balloon inflation and stent deployment. The final angiogram showed no distal wire perforation or dissection. Pre-and-post intravascular ultrasound (ivus) was performed. The non-bsc ivus probe was placed in the distal vessel and with pullback recorded excellent stent apposition. Target lesion #2 was a de novo lesion located in the mid right coronary artery (rca). It was a long lesion with a distal site at the distal rca. There was 75% stenosis. It was 36mm long, with a reference vessel diameter of 3.00mm. There was severe calcification. Target lesion #2 was treated with pre-dilatation with a 3.00mm balloon at 8 atmospheres and insertion of a 3.00x38mm promus premier drug-eluting stent. Post-dilatation was performed with a 4.00mm balloon at 18 atmospheres. The residual stenosis was 0%. The patient did have transient st elevation and reproducible chest pain with stent deployment. Target lesion #3 was a de novo lesion located in the proximal rca. It was a long lesion with a distal site at the mid rca. There was 80% stenosis. It was 36mm long, with a reference vessel diameter of 3.50mm. There was severe calcification. Target lesion #3 was treated with insertion of a 3.50x38mm promus premier drug-eluting stent. Post-dilatation was performed with a 4.00mm balloon at 16 atmospheres. This stent overlapped the distal stent. The residual stenosis was 0%. The patient did have reproducible chest pain with stent deployment and balloon inflation. A non-bsc ivus probe placed in the proximal rca would not cross the high-grade calcified distal segment of 75-85% stenosis. It was then placed in the distal rca with the assistance of a non-bsc guide extension catheter. The non bsc ivus probe with pullback recorded excellent stent apposition. The final angiogram showed no evidence of wire perforation or dissection. The patient tolerated the procedure well with no electrocardiogram (ECG) changes. The patient was chest pain free at the end of the procedure. Two days later, the patient was discharged on aspirin and clopidogrel. A high-grade stenosis in the arterioventricular (av) circumflex was to be treated with medical therapy. In (B)(6) 2015, the patient presented to the emergency department (ed) with a chief complaint of an approximately 4-week history of shortness of breath that was not relieved by oxygen or nebulizer therapy. The patient experienced a non-st elevated myocardial infarction and was hospitalized for a pci. There was initial concern that the patient had a pulmonary embolism, but a computerized tomography (CT) angiogram showed no evidence of pulmonary embolus. A new lucency was noted at the t9 vertebral body. A magnetic resonance imaging (MRI) was recommended to rule out metastatic disease. Other findings included multilevel degenerative joint disease of the spine and shoulders, calcified pleural plaques, emphysema, and cardiomegaly. The patient was noted to have a hypercoaguable state and was placed on lovenox. The location of the mi was not identifiable. Two days later, the patient underwent left heart catheterization and pci for target vessel revascularization with balloon angioplasty and two drug-eluting stents (des) placement in the rca. The investigative site confirmed that the isr occurred in the study stents placed in the rca at the time of the index procedure. The patient underwent pre-dilatation with a 2.5 non-bsc balloon placed across the proximal rca lesion and inflated to 12-16 atmospheres for 10-20 seconds. The patient did have reproducible symptoms and transient st elevation with the balloon inflation. The balloon was removed, and a 3.5x20mm promus premier drug-eluting stent was placed across the stenotic lesion and deployed at 12 atmospheres for 10-20 seconds. The stent balloon was removed. The distal rca lesion was then treated with deployment of a 3.5x16mm promus premier drug-eluting stent at 12 atmospheres for 10-20 seconds inside the previous stent across the stenotic lesion. The stent balloon was removed, and a 4.0 non-compliant balloon was placed inside the distal stent and inflated to 12 atmospheres for 10-20 seconds, then pulled back for serial inflations at 12-18 atmospheres for 10-20 seconds. The balloon was removed. The patient's symptoms and ECG changes were resolved. Final angiogram showed no evidence of distal wire perforation or dissection. There was 0% residual stenosis. The following day, the non-st elevated myocardial infarction was considered resolved. During the hospitalization, the patient experienced hypotension for 2 days, and imdur (isosorbide mononitrate), lasix (furosemide), and zestoretic (lisinopril + hydrochlorothizide) were discontinued. An acute kidney injury secondary to diuresis was resolved by discharge. Three days later, the patient was discharged on aspirin and clopidogrel. Initially post pci, the patient was placed on brilinta, but this was changed to plavix due to intolerance and lasix was reinstated. Discharge diagnoses included non-st elevation myocardial infarction, acute-on-chronic diastolic heart failure, right groin pseudoaneurysm, acute kidney injury, hypotension (resolved), chronic obstructive pulmonary disease, angina, and abnormal MRI scan of the spine.